Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of quiet alarms and damage to the power lead was confirmed. The system controller was returned for analysis and a log file was downloaded from the returned controller for review. A review of the downloaded log file showed 240 events spanning approximately 14 days ((B)(6) 2019 per time stamp). There were no alarms related to the reported event active in the log file. The system controller underwent preliminary and functional testing. The controller failed steps which measured continuity in the cables due to slightly high resistance. The system controller was run for an extended period of time on the mock loop and was able to support pump function for extended operation. No alarms were present during testing. The reported quiet alarms were investigated by measuring the audible alarms with a sound level meter. Per design input requirements, heartmate ii system controller, the audible alarms should be at least 85dba at 10cm. The controller was unable to fall within this specification. Debris was observed within the speakers and a cotton swab and isopropyl alcohol was used to clean the speakers. The alarms were measured again and still did not fall within specification. The controller was opened to look at the speaker connections. Fluid ingress was observed within the controller on the pcb and present on the speaker connections. The quiet alarms were not correlated to an issue with the unexpired backup battery. Damage to the bend reliefs on both power leads was observed but did not cause damage to the underlying wires; however, green fluid ingress was observed within the cables. The root cause for the quiet alarms was conclusively determined to be due to debris in the speakers and fluid ingress in the speaker connections on the inside of the controller; however, the root cause for the damage to the power leads was not conclusively determined through this analysis. Heartmate ii instructions for use addresses how to properly interpret and troubleshoot all system alarms and how to properly care for, maintain, and store the equipment for proper use.the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced quiet alarms with an unexpired battery. It was observed that there was damage to the battery connection. Patient was given a new controller and backup battery.